Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with no tortuosity, no calcification, and 75% stenosis. This was an ami case. After delivering a guide wire, the 2.0 x 20 mm voyager rx was used for pre-dilatation; however, the balloon ruptured around 6 atm when inflated for the first time. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. Reportedly, the lesion was 75% stenosed, which may have contributed to the reported balloon rupture. It is possible that the balloon material was damaged during interaction with other devices and/or lesion calcification, such that the balloon ruptured upon inflation. In this case, a conclusive cause for the reported balloon rupture could not be determined.